Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, after attempting to use the device, it misfired and needle broke off. Attempts were made to remove, but were unsuccessful. Surgeon did not feel additional procedure was warranted.

Event description:
According to the reporter, during hernia procedure, after attempting to use the device, it misfired and needle broke off. Attempts were made to remove, but were unsuccessful. Surgeon did not feel additional procedure was warranted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.